Event description:
We have received a delivery of 20 boxes (1120 syringes) of the 30 ml bd syringe (supplier code (B)(4) and supplier lot # 3298190) which have issues with the printing. We sampled and inspected 80 syringes and found one syringe with the ¿5¿ graduation incompletely printed (photo 1), 9 syringes with a double ¿l¿ on the ¿ml¿ printing and 25 syringes with the ¿l¿ on the ¿ml¿ faded. The graduations are still legible, but the printing issues are likely to lead to our customers thinking that the syringes may be faulty and / or leaking.

Manufacturer narrative:
(B)(4) follow up: it was reported graduations are still legible but have printing issues. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe with a legible scale marking; this is considered acceptable. No other information could be obtained from the photos. A device history record review was completed for provided material number 302832, lot 3298190. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but acceptable.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We have received a delivery of 20 boxes (1120 syringes) of the 30 ml bd syringe (supplier code 302832 and supplier lot # 3298190) which have issues with the printing. We sampled and inspected 80 syringes and found one syringe with the ¿5¿ graduation incompletely printed (photo 1), 9 syringes with a double ¿l¿ on the ¿ml¿ printing and 25 syringes with the ¿l¿ on the ¿ml¿ faded. The graduations are still legible, but the printing issues are likely to lead to our customers thinking that the syringes may be faulty and / or leaking.